Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 322 (link switch error (low)). This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "system error 322 - link switch error(low) displays after loading tube channel" was reproduced through troubleshooting of the device. A review of the event history log revealed "ec322" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was lower aux failure. The lower aux is required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.